Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer blood glucose level was 3.8 mmol/l. Customer did not want to calibrated but it was asking her to calibrate. Customer was offered with troubleshooting for low blood glucose but they had already corrected it. It was unknown whether the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.